Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced an event where some white suspended particles were found in the tubing on (B)(6) 2024. The catheter was placed at the top of buttocks. Patient also experienced a small induration at insertion site. Blood glucose level was 320 mg/dl at the time of the event. Therefore, patient took several bolus for the treatment. No further information was available.